Manufacturer narrative:
Investigation summary: a complaint with issues with the set was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 20116053 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: 11522558. Batch/ lot #: 20116053. After medication is empty from the bag or syringe, the blue ball inside the tubing is not keeping air from flowing to the patient.